Event description:
The device was returned for ipc grommet failure. The ipc interface was evaluated and no mechanical failure could be identified. The pump was ran through a mock infusion at high and low speeds which completed without issue. An internal investigation found no signs of defect. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.

Event description:
The following has been reported: biomed reported: "pump problem the pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. " a preliminary review identified the following issue: mechanical hardware failure (ipc grommet). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.